Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented with shortness of breath. Further review found that this left ventricular (lv) lead exhibited high out of range pace impedances of greater than 2500 ohms and high pacing thresholds that resulted in loss of capture. They noted the patient hasn't been seen since 2014. Reprogramming was performed and the patient was instructed to follow-up at regular intervals. The lv lead remains in service. No adverse patient effects were reported.